Manufacturer narrative:
(B)(4). Batch # r59z6g. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with an ecr60d partially fired 1/16 cartridge loaded on the device. In addition the cartridge pan was noted to be partially dislodged at left proximal side and with 5 double drivers missing. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, the device stopped and slightly moved forward and could not fire at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.